Event description:
A report was received that the patient had difficulty connecting the charger to the ipg. The physician believed that the ipg was implanted too deep. The patient underwent an ipg revision procedure and was doing well postoperatively.